Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a crack found in PICC catheter. No more harm to patient, than new IV connection needed after PICC removal. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed (B)(6) 2024 and removed (B)(6) 2024. Target catheter to vein ratio: 30%. Catheter inserted in basilic vein with 3cm exit site markings. Nacl used to lock catheter between use. PICC secured with securacath between the 3cm mark, catheter dressed straight along patient's arm. Catheter used for antibiotics. Problem identified when leakage was found at the exit site. Break found internally at the 4cm mark. Alcohol wipe used to clean catheter site during dressing change. Additional comments: patient send to healthcare ward to receive antibiotic treatment. They found leakage and sent patient to hospital to check what is wrong: PICC catheter removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a crack found in PICC catheter. No more harm to patient, than new IV connection needed after PICC removal. No other information was provided.